Manufacturer narrative:
The technician replaced the brake and brake/steer casters and the foot end roll pin for the brake pedal to repair the bed.

Event description:
Information received indicates the brake at the foot end of the bed is not holding.